Event description:
Massimo han held oximeter did not work at delivery during resuscitation. Flashed on and off despite appropriate placement of transducer. Ongoing issues with massimo hand held pulse oximeter since 2012; cure letter sent (B)(4) 2014.